Event description:
Per the information provided to co by the physician's office, by means of co's international representative, the device was removed due to "hyperphibrosis rejection", as reported to co, the entire device was removed and not replaced.